Event description:
It was reported that a myocardial perforation occurred, along with loss of capture, and 'thoracal pain with stimulation'. Followup indicates the lead remains implanted and is functioning well. The patient has since been discharged from the hospital and no further patient complications have occured as a result of this event.